Event description:
Boston scientific received information that this patient experienced a syncopal episode. Upon interrogating the device, no sensing and no capture was noted on the right ventricular (rv) lead. Additionally, the lead impedance measurements were greater than 2500 ohms. A lead fracture was suspected. As a result, the lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.